Event description:
Boston scientific received information that this left ventricular (lv) lead was surgically abandoned due to high impedance measurements greater than 2000 ohms and no capture of the left ventricle. The lead was replaced with a new lv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned. No further information is available. This report will be updated if more information becomes available.